Event description:
Pt having atrial fibrillation ablation using transeptal approach. Pressure bag connected to tubing going directly into pt's femoral vein. Clamp on infusion tubing was partially clamped. Bag emptied and collapsed. Pt arrested. Suspected cause: air embolus.